Event description:
It was reported that during a transcatheter aortic valve replacement procedure with an evolut 26 fx+, a pre-implant balloon aortic v alvuloplasty (bav) was performed using a 20 mm non-compliant balloon. Within approximately 1 minute, significant hypotension (systolic blood pressure approximately 30 mmhg) and bradycardia (heart rate approximately 20 bpm) were observed, and aortic dissection was initially suspected. The evolut 26 fx+ valve was deployed urgently without depth checks and remained in situ at approximately 10 mm depth. The patient clinically deteriorated and cardiopulmonary resuscitation was initiated for approximately 10¿15 minutes. Anesthetic support was required, and the patient was intubated and mechanically ventilated. Echocardiography identified a pericardial effusion with tamponade, and approximately 500 ml was drained. Return of spontaneous circulation was achieved, and transfer to intensive care for supportive treatment was planned. A working diagnosis was aortic root injury and left ventricular outflow tract injury attributed to the pre-implant bav compressing calcified anatomy, with subsequent pericardial effusion/tamponade.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: evolut fx dcs; product ID: d-evolutfx-2329; lot: 0013257436; UDI: (B)(4); manufactured date: 2026-01-26; use by date: 2028-01-26; implant date: not-implantable; FDA site ID: 9612164. Other medical devices in use during the event include: non-medtronic product ID: 20 mm non-compliant balloon; product lot number: unknown. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.